Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report submitted by a nurse on behalf of an adc freestyle libre customer which reported the following information: a customer developed a severe infection in the arm which necessitated excision and drainage and treatment with intravenous antibiotics. Furthermore, the customer was unable to manage their blood glucose levels, resulting in diabetic ketoacidosis. The customer was admitted to the hospital and treated for diabetic ketoacidosis. The customer reported the event to adc concomitantly, adding that she experienced symptoms of pain, red marks and infection around the sensor, occurring on (B)(6) 2018, after wearing the sensor for 7 days. In addition to the antibiotic treatment and unspecified dka treatment also reported by the nurse on the user report, the customer added that she was also treated with co-codamol (acetaminophen / codeine) for pain. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a mhra user report submitted by a nurse on behalf of an adc freestyle libre customer which reported the following information: a customer developed a severe infection in the arm which necessitated excision and drainage and treatment with intravenous antibiotics. Furthermore, the customer was unable to manage their blood glucose levels, resulting in diabetic ketoacidosis. The customer was admitted to the hospital and treated for diabetic ketoacidosis. The customer reported the event to adc concomitantly, adding that she experienced symptoms of pain, red marks and infection around the sensor, occurring on (B)(6) 2018, after wearing the sensor for 7 days. In addition to the antibiotic treatment and unspecified dka treatment also reported by the nurse on the user report, the customer added that she was also treated with co-codamol (acetaminophen / codeine) for pain. There was no report of death or permanent injury associated with this event.